Manufacturer narrative:
Concomitant medical products: relia dr ipg, implanted: (B)(6) 2014.

Event description:
It was reported that patient experienced syncope episodes. It was also reported that the right ventricular (rv) lead exhibited high and rising impedance, and high and rising thresholds. The rv lead was capped and remains in the patient. Due to patient medical condition a single chamber device was implanted and rv lead was not replaced. No further patient complications have been reported as a result of this event.